Event description:
It has been reported to philips that during an endoscopic procedure, the system failed to emit x-rays. The procedure was postponed and there was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: catalog item identifier, manufacture data and product UDI.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be started, so that the radiation was not possible. During troubleshooting, the fse checked the system and found that the pcs were off. The fse analyzed the log file and found under voltage error. The fse checked the voltages of the phases and found normal. The root cause of the issue was found to be an unstable hospital power supply. The fse rebooted the system and manually started the pcs. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the main hospital power supply was unstable that is not caused by the azurion device. Since the malfunction of an external power source would not be considered a device malfunction of the philips system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.